Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fell in the pool with the pump and an unspecified malfunction occurred. Customer's blood glucose level was 208 mg/dl. Although requested by tandem technical support, the customer declined to perform troubleshooting.